Manufacturer narrative:
Philips has investigated this complaint. The philips remote support engineer (rse) inspected the system remotely and confirmed that the system would not start up. Review of the system log file showed that the image detector, image processor errors due to defect is in pc hardware. The local medtech have found that the ippc is causing fuses to blow, when ippc unplugged to fuse, then fuse did not blow up. The customer replaced the ippc. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.